Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the fragment was retrieved by the surgeon with the use of an endoscope. The assistant confirmed that all fragments were retrieved. There was no additional surgical procedure and no post-operative tests performed. The instrument was inspected prior to use with no damage observed. The nurse stated that there were no instrument collision and no damage to the cannula. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument and failure analysis (fa) was able to confirm the reported complaint. The instrument was found to have a blade broken at the midpoint. A piece approximately 0.081" x 0.428" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show any damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade broke, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.